Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially it was reported that the force indicates high during ablation. They unplugged and replugged the catheter and the problem was unresolved. They changed the connector cable and the problem remained unresolved. The catheter was changed to another smart touch sf catheter and the problem resolved. The procedural time was lengthened approximately by 3 minutes. The procedure was completed successfully. There was no patient consequence reported. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 21-mar-2022 there was foreign material inside the pebax.. The device was inspected on the pebax area, under microscopy. A hole was found in the pebax. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 21-mar-2022.

Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 19-feb-2022. The device evaluation was completed on 21-mar-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax on the smart touch bidirectional sf device. The device was inspected on the pebax area, under microscopy, to identify if there was damage on the pebax that caused the foreign material inside the pebax. A hole was found in the pebax. A screening test was performed in accordance with biosense webster, inc. Procedures. The returned sample was connected to the carto3 system, and the force values were observed within specifications. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. It should be noted that device failure is multifactorial. Even though no force error was present during the screening test. Contact of blood with the sensor wires can trigger force sensor errors. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Manufacturer's reference number: (B)(4).